Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot1107082 (us) used for treatment, was not returned for evaluation, however a photo was provided for review. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The photo of the cori bur guard shows the barbed suction tube had completely detached. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported problem is an incomplete weld around the perimeter of the irrigation tube. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per our risk assessment the failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that when the surgeon was milling the tibia using the burr all technique in a cori assisted tka surgery, he noted that the real intelligence robotic drill guard was spinning around the tip of the robotic drill while under load. The surgeon made sure that it was securely attached and proceeded to burr, shortly after, the suction tubing attachment piece broke away from the drill guard and remained attached to the tubing. The surgeon immediately stopped, remove the guard and metal piece. They confirmed no metal pieces were left in patient. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed beyond the reported problem. Further investigation into the reported failure and remediation is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the surgeon was milling the tibia using the burr all technique in a cori assisted tka surgery, he noted that the real intelligence robotic drill guard was spinning around the tip of the robotic drill while under load. The surgeon made sure that it was securely attached and proceeded to burr, shortly after the suction tubing attachment piece broke away from the drill guard. The surgeon immediately stopped, remove the guard and metal piece. They confirmed no metal pieces were left in patient. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed beyond the reported problem.